Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, during the first third of deployment, there was difficulty to release the capsule due to clicking of the micro knob. The macro knob was lifted to move the capsule. The valve was deployed less than 2/3 when it moved above the annulus. The valve was removed from the patient and was successfully implanted with a new catheter. The implant was complicated by very tortuous anatomy and small, calcified vessels. There were no loading issues and no clicking at loading. It was reported this was a first-time implant and the physician was not comfortable with the catheter (lifting macro-knob when deploying). The valve was removed in the introducer as it was still attached to catheter. The same valve was reloaded and implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that there was difficulty deploying the first third of the valve due to clicking. The user lifted the cursor to mitigate the clicking with no further clicking encountered. Clicking of the dcs is a known phenomenon that occurs when the system encounters high deployment forces. The IFU states that if resistance to deployment is encountered, to apply a mild upward pressure to the cursor while turning the knob. It appears that the user correctly followed this technique and eliminated clicking of the system. The potentially high deployment force contributors include the patient's small calcified vessels that the dcs was tracked through as well as the tortuous anatomy which may have created more kinks/bends and therefore more resistance to the system. From the reported description, the user was a new implanter and combined with the patient's challenging anatomy, the user may not have controlled the implant depth properly during deployment, which precipitated the valve dislodgement. The device was not returned for analysis nor was the procedural film submitted for review. Therefore, further identification of contributing factors could not be evaluated nor can a conclusive cause be determined. The user retrieved the valve and reloaded it, which is warned against in the IFU. There is no indication of a malfunction of the valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.